Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing swelling and redness at the ipg site due to infection. The patient was administered antibiotics and underwent an explant procedure, wherein the ipg was explanted. The physician does not feel that the infection was device or procedure related.

Event description:
A report was received that the patient was experiencing swelling and redness at the ipg site due to infection. The patient was administered antibiotics and underwent an explant procedure, wherein the ipg was explanted. The physician does not feel that the infection was device or procedure related.